Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had partial display. It was also mentioned that the insulin pump screen change colors and taped going a cross the screen and customer saw the threw mark. Blood glucose level was 214 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for a day and no missing segments or display anomaly noted. (B)(4).